Event description:
The davinci xi console clutch arm #4 malfunctioned, which caused the robotic arm to become frozen while clamped down on a vessel. After using the emergency release wrench it was safely removed and tech support was on the phone. Unable to keep the arm from sticking so the surgeon aborted the robotic procedure and converted to an open procedure. Manufacturer response for robotic surgical system, davinci xi (per site reporter). Replaced the part that malfunctioned.